Event description:
The reporter has customer device for repair. The reporter stated that the device takes longer than 30 seconds to charge to any energy setting. The reporter indicated he did not know if the malfunction occurred during pt use, and did not provide the name of the customer.

Manufacturer narrative:
Physio-control provided technical assistance and parts info for repair. The customer declined an offer of service from physio. The reporter indicated the device will be permanently removed from service.